Event description:
Caller reported a malfunction on a pump, identified by malfunction code "malf 1," which reoccurred even after a reset was attempted. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and decided to replace the pump, sending a replacement with updated software. Caller was informed about putting the faulty pump into storage mode, returning it within 10 days to avoid charges, and programming the new pump with their settings. It was confirmed that the customer uses a multiple daily injection (mdi) system as backup therapy and does not have the most recent pump software, but the replacement will address this. The caller understood all instructions and acknowledged each step.